Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, the ring was explanted and replaced with a mechanical valve. The physician reported that the native valve could not be repaired to his liking and the annuloplasty ring was not at fault. No additional adverse patient effects were reported.